Event description:
The event was reported by the sales rep that the fms duo wasn't reading the correct pressure during a case, causing the patient's knee to swell. The case was completed using gravity tubing. No patient consequence occurred.

Manufacturer narrative:
Based on the reported verbiage, "knee to swell", we have made numerous attempts (both in a mails and voice mails) at clarifying to what was the extent or degree of the swelling, to date no response has been received. There is always joint swelling with the use of fluid management systems, it is the nature of the use of fluid mgmt systems, it is the nature of the use of such a system. However, it is the degree of the swelling, and, if and what was done, if anything, to abate the swelling that is the issue. So far we have not been able to get any clarification about the "extent" of swelling. We have decided to submit an initial MDR to record the event as a possible adverse event. The device is being evaluated at this time, and at the point that the evaluation is complete and the results analyzed, a follow up report detailing our findings will be submitted.